Event description:
It was reported during routine maintenance of the equipment performed by the customer, the doppler device could not be recovered. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) found doppler connection line of the equipment was broken. Doppler tether assembly (0097-00-0596) was replaced on-site. All functional inspections of the equipment were carried out in accordance with factory requirements, and the inspection results were within the qualified range. The equipment can be delivered to the customer for use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0997-00-0596 with a reported unit failure of the doppler reel cannot be used. The fat performed a visual inspection and found the part to be faulty and unable to retract the cord. Confirmed the reported failure with probable cause being expected wear and tear. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.